Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite hexed screw (iuniht) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing could not be performed since the product was not returned. Pre-existing conditions and duration of placement was unknown due to limited information provided by customer. However, the reported device was located on tooth site #19 (universal). X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review could not be performed as the lot number associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (iuniht) was performed for similar category and no complaint about nonconforming products was identified. Based on the available information, device malfunction and the reported events could not be verified as the exact details of event were non-verifiable and the product was not returned. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no."

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw fractured in the patients mouth. The patient was sent to an oral surgeon for removal of the broken portion. The screw was successfully removed, but they do not have any portions left to return. Tooth #19.